Manufacturer narrative:
Concomitant medical products: product ID: b3400060m serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: extension, product ID: b3400060 serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: extension, other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(4); product ID: b3400060, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(4).

Event description:
It was reported that the patient presented with an infection at the ipg site. The right ipg and extension wires were removed. It is unknown if there were any external factors that led to the infection. Additional information received from the manufacturer¿s representative (rep) who reported the surgeon decided to remove the remaining implants due to further infection on november 4th. The issue was resolved.